Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose readings of 500 mg/dl and receiving a no delivery alarm on the insulin pump. Customer also mentioned a motor error alarm during prime. Customer stated that they treated the blood glucose readings with a shot. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose readings at the time of the call were 140 mg/dl. No further information reported.